Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, atrial fibrillation, prior stroke, hypertension, coronary artery disease. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "impact of age on outcomes after transcatheter tricuspid valve edge-to-edge repair: insights from eurotr" was reviewed. The article presented a retrospective multi center study, to evaluate tr reduction, symptomatic outcomes, and survival following t-teer stratified by patient age at intervention. Devices mentioned include mitraclip, triclip and non-abbott device. The article concluded that t-teer effectively reduces tr in elderly patients. Irrespective of age, patients showed symptomatic benefit and comparable two-year survival free from hhf. [The primary author and corresponding author was jörg hausleiter at lmu klinikum institution with corresponding email joerg.hausleiter@med.uni-muenchen.de]. The time frame of the study was january 2016 to december 2024. A total of 2340 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, atrial fibrillation, prior stroke, hypertension, coronary artery disease. (B)(4), unk mitraclip: peri- and post-procedural complications included death, heart failure, prolonged hospitalization. (B)(4), unk triclip: peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.